Event description:
Fire department personnel responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation electrodes and the analyze button pressed. According to the reporter, the device alarmed "connect electrodes" and would not analyze the patient's rhythm. CPR was administered until an ambulance arrived with a manual defibrillator approximately 8 minutes later and delivered an unknown number of shocks to the patient. The patient was resuscitated and transported to the hospital. There were no reports of any adverse effects to the patient due to the use of the device.

Manufacturer narrative:
The device was returned to physio-control for evaluation in the failure analysis center. Physio was able to verify the reported problem. Root cause for the reported problem was determined to be a damaged therapy connector on the device. The customer declined an offer of repair and the device was returned to the customer with a red tag (do not use).